Manufacturer narrative:
The customer has provided no information regarding the serial no. Of the abl90 sensor cassette, so the manufacturing date entered relates to the abl90 flex analyzer (393-090r025n010) used with the sensor cassette.

Event description:
Customer replaced sensor cassette (B)(6) 2017 at 13:10, due to internal reference electrode error 1361. Allowed parameters to stabilize, by 15:28 all parameters had passed calibration and all 3 levels of internal qc. They then noticed that glucose results were lower than expected for all patients. Customer is concerned that the abl90 was reporting with passed calibrations and qcs that all parameters were ready for use, but glucose and also lactate results were actually low for some hours further after new sensor cassette was installed.